Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 324 mg/dl, and the meter bg reading was "low". Due to the inaccurate cgm readings, the customer fell unconscious and experienced a low bg resulting in a hospitalization. The customer was treated with candy and apple juice while hospitalized. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer. Customer was discharged from the hospital a few hours later.